Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the device started undersensing during charging due to the vf episode becoming very fine. The patient was asymptomatic and the rhythm broke on its own. Programming changes were made.